Event description:
Reorting facility relates an increase in infection rates involving central lines following conversion to the clearklink device. Attempts have been mad to obtain made to obtain additional information regarding incidents, however, no information was obtained pertaining to patients, treatment, or outcome.